Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there was concern that the impella left ventricle (lv) wave forms looked strange. Lv waveform was higher than aorta (ao) waveform. Motor current spiked, and pump set itself to p0. They then set it to p2, and it was reading a flow of 3 liters at p2. Patient was taken to cath lab for replacement of the impella pump with low flows.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for evaluation. However, data logs were reviewed which confirmed a high motor current pump stop followed by saturated flow. Clinical details states that after restarting the pump saturated flow was also recorded. Without the actual device, the root cause of the high motor current pump stop was unable to be determined because no product was returned.